Manufacturer narrative:
(B)(4). (B)(4). Evaluation, conclusions: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2010. During the procedure, the needle point broke. The needle fragment was retrieved and the surgeon used a second needle to successfully complete the procedure with no adverse patient consequences.